Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home due low blood glucose. The blood glucose reading at the time the paramedics arrived was unknown. Customer stated that she change her infusion set and her blood glucose was dropping rapidly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.